Event description:
It was reported that during a total gastrectomy, the knife moved forward but stopped moving on the way of the 1st firing and the dissection was not completed. It was used on duodenum. The knife reverse button was used. After hemostasis of the target organ and another device was used to complete the case. Soft coagulation was used for hemostasis. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 8/13/2024 d4: batch # 867c90 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: there was that the bleeding was stopped in the organs, but was there bleeding from the tissue compressed by the jaws because the device could not be fired? It was bleeding from the compressed part of the clamped tissue. It might be oozing since the bleeding was stopped by soft coagulation, but if you know the amount of bleeding, please let me know. Only light bleeding as it is only oozing. The amount of bleeding could not be confirmed. Were the staples formed properly up to the point where the knife stopped halfway? The staples were formed up to the point where the knife stopped. Please let us know the patient's condition after the surgery. The patient is stable. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage, with the jaws and trigger in the close position. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. Also, a gst60w reload loaded on the device. The reload was received partially fired 1/3. The returned device and returned reload were tested for functionality in the straight position by resetting and reloading it into the device, also a test reload was tested for functionality. The device achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the remaining staples meet the staple form release criteria. However, the knife was noted nicked. The partially fired is consistent with an incomplete or interrupted cycle. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that to fully return the knife to its home position the knife reverse switch must be activated. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 867c90, and no non-conformance's were identified.